Event description:
The customer reported an intermittent red x on the unit. The customer confirmed that the device passes operational check.

Manufacturer narrative:
(B)(4). The customer reported an intermittent red x on the unit. The customer confirmed that the device passes operational check. The device was evaluated at philips. The symptom was reproduced, and the bench technician confirmed that this issue also has the potential to result in an intermittent failure to power up. The issue was localized to the processor pca.